Event description:
It was reported that during the procedure in the mildly tortuous and moderately calcified common carotid, an accunet embolic protection device was deployed. A 6-8 x 40 mm acculink stent system was then advanced and the stent deployed. An attempt was made to remove the accunet; however, the accunet became lodged on the newly deployed stent. The physician was able to remove the accunet, but the acculink stent moved forward and out of position. A second acculink stent system was then advanced distal to the previously placed stent and deployed to cover the lesion. There was no clinically significant delay and no adverse patient sequelae. No additional information has been provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The first acculink stent referenced is being filed under a separate medwatch MFR number. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.